Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. There was no motor position encoder error alarm noted in history file. However, the unit passed rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. All operating currents are within specification and off no power alarm functions properly. Analysis was unable to perform the no delivery error test, excessive no delivery test, and occlusion test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 23.4 mmol/l. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.